Event description:
Hospitalization due to low blood glucose was reported. Customer had an extreme low and had to be resuscitated. Physician had taken customer off insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.